Event description:
The hospital reported that, at the beginning of a spinal anesthetic case, a simple mask was placed on the patient, and moisture was noted inside the mask. After 4 breaths, the auxiliary flowmeter was checked, and it was noted there was no flow of oxygen coming from the nipple fitting. The anesthesia machine was replaced, and the case continued with no further reported complaint. There was no reported patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
A ge service representative performed a checkout of the unit and noted that the auxiliary flowmeter tubing was disconnected. The tubing was reseated, and the unit was returned to service. The cause of the tubing disconnect could not be determined. Patient identifier is (B)(6).